Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause identified to be user error. The patient scan date was (B)(6) 2019 with surgery performed (B)(6) 2020 and revision surgery performed (B)(6) 2021. It was identified during case initiation that the patient scan had a pixel size that was nonconforming to the pixel size outlined requirements per 3ds. Surgeon approval to move forward with patient scan data was received (B)(6) 2019. Case approval was on (B)(6) 2019. Based on post-operative data the mandible is shifted to the right. Further digital review, identified that the fossa component was placed posteriorly and the placement resulted in the mandible shift to the right. Failure mode identified that surgeon deviated from plan. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d6b, g3, g6, h2, h3, h6 and h10.

Event description:
It was reported the patient and surgeon are not satisfied with the result of the dental occlusion fourteen (14) months following implantation of custom temporomandibular joint implants on the right side. Immediately following implantation, the bite was considered suitable, and the occlusion later shifted. The surgeon has taken imaging and explored options to optimize the occlusion. A new custom implant was designed and the revision surgery is expected to occur in six (6) weeks. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6b - the explantation surgery is planned for (B)(6) 2021.

Event description:
It was reported the patient and surgeon are not satisfied with the result of the dental occlusion fourteen (14) months following implantation of custom temporomandibular joint implants on the right side. The surgeon has taken imaging and is exploring options to optimize the occlusion. It is unknown whether the position of the existing implant will be adjusted in a revision or if new custom implant will be designed. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Patient¿s birth year is (B)(6). Device was implanted in (B)(6) 2020. Concomitant medical products: unknown mandible screw, part# ni, lot# ni, unknown fossa screw, part# ni, lot# ni. Report source: (B)(6).

Event description:
It was reported the patient and surgeon are not satisfied with the result of the dental occlusion fourteen (14) months following implantation of custom temporomandibular joint implants on the right side. The surgeon has taken imaging and is exploring options to optimize the occlusion. No additional patient consequences have been reported.